Manufacturer narrative:
This supplemental report is being filed for codes added to h6.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. The patient is scheduled for a follow-up appointment. At this time, this pacemaker and rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating when the device was programmed in bipolar there was some baseline noise that was seen. Additionally, the patient is feeling the device move in the pocket which may be a result of twiddlers syndrome. This pacemaker and right ventricular (rv) lead remains in service.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. The patient is scheduled for a follow-up appointment. At this time, this pacemaker and rv lead remains in service. No adverse patient effects were reported.